Event description:
The distributor reported on behalf of the customer, during a therapeutic laparoscopic gastrectomy, the endoeye flex deflectable videoscope presented a blacked-out image when connected to the visera elite video system center. The intended case was completed with another scope. No patient harm reported. The subject scope had previously been repaired for image defects and was just returned in the middle of last month. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The image abnormality (blackout) reappeared when the power was turned on for a long time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) temporarily short-circuited when the video connector was connected to the video system center with water, etc. Adhering to the electrical contacts. 2) an overcurrent flowed temporarily when the video connector was plugged and unplugged while the power of the video system center was turned on. 3) static electricity was applied to the electrical contacts of the video connector. 4) electronic components deteriorated over time and failed due to electrical stress during normal use and heat stress during autoclave sterilization. Olympus will continue to monitor field performance for this device.